Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient was hospitalized on (B)(6) 2011, for hyperglycemia. The patient claimed that on that day, her blood glucose (bg) level was running in the "300 mg/dl" range all day before it increased to "498 mg/dl" with trace ketones. On (B)(6) 2011, the patient's bg was up to "371 mg/dl" with small ketones. By lunchtime that same day, the reporter claimed that the patient's bg level was down to "350 mg/dl". However, the patient reportedly had large ketones. During the time of concern, the patient reportedly changed the infusion site 4-5 times since the patient's bg's were not responding to corrections. During one of the site changes, the reporter admitted that a bent cannula was observed. During the hospitalization, the patient was removed from the pump and injections were implemented. Through troubleshooting, the animas representative noted that the prime history and tdd were as expected. Mother declined to review the pump at the time since she did not feel as though the incident was related to the pump. The patient attributed the patient's elevated bg level to a (B)(6) and possible end to a honeymoon phase. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed large ketones and was hospitalized for hyperglycemia. The patient's injury can be attributed to possible use-error related to pump therapy since a bent cannula was reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: due to continued use of the pump, the history from the original complaint was overwritten. The pump¿s history from (B)(6) 2013 showed no errors or alarms associated with the complaint. There was no activity outside of normal use observed in the pump¿s history. The total daily doses added up and correctly reflected the users¿ programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally.